Event description:
Medtronic received information that three months post implant of this bioprosthetic valve, the valve was explanted and replaced after the valve was "destroyed" by a fungal infection of the valve. It was reported that a large amount of surgical adhesive was used during the original implant procedure. A culture was taken during the explant, but results have not been obtained. The source and nature of this fungal infection has not been identified. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient later expired. The explanting facility, with the help of an outside laboratory, identified the mold as phialophora. The date of death is approximate, as the death was reported to have occurred "over the weekend" of (B)(6) 2015. Conclusion: medtronic received the following information from the infectious disease doctor at the explanting facility ((B)(6) medical center, (B)(6)). He reported that within three months of implantation, the freestyle bioprosthetic valve and root were destroyed by a black mold. There was a peri-aortic abscess at the time. The valve was explanted at (B)(6) on (B)(6) 2015, and the pathology showed copious fungal hyphae and the valve culture was growing the mold. Based on the information available, the doctor's assessment was that the valve may have been contaminated at the time it was implanted. Potential points of contamination could have been at the implanting hospital at the time of implant ((B)(6) hospital, (B)(6)), could be on the manufacturing end (valve), or it could have been due to something else which was contaminated but used at the same time (for instance there was a large amount of bioglue used, surgical felt, accuclip, compound cardioplegia solution, operating room environment, etc). Medtronic conducted a review of environmental in-process monitoring data which confirmed that this organism has not been identified in the manufacturing facility. The medtronic tissue bioprosthetic heart valve product manufacturing processes involve a series of tissue treatments to fix the tissue and to reduce the bioburden level prior the terminal sterilization step to yield a sterile product. The tissue processing for tissue heart valve product structures includes a series of bioburden reduction processes which were designed and validated to inactivate all known fungal or mold species. Prior to the last bioburden reduction step, the assembled products are packaged into sterile jars in final sterilant solution and are enclosed in torqued lids to ensure sterile barrier under an iso class 5 clean zone. The terminal sterilization process is validated using bacillus atrophaeus atcc 9372, as recommended under iso 14160:2011. The system for tissue manufacturing process encompasses a series of bioburden reduction processes, validated to inactivate all known fungal or mold species and validated environmental controlled area to minimize the risk of the introduction of microbial contamination to the process. To minimize the risk further, finished assembled valve products are packaged under iso class 5 with sterilized components in jars and lids. The efficacy of the process to inactivate the fungal or mold species is demonstrated in the last bioburden reduction process for the tissue heart valve products whereby the process was challenged with mycobacteria species and bacillus atrophaeus atcc 9372 (aka bacillus subtilis var niger) at worst case conditions (minimum glutaraldehyde concentration at half the exposure time). It is assured that this type of organism would be eliminated prior to the terminal sterilization process. In addition to the controls in place, a routine microbial monitoring program is incorporated into the manufacturing process. This program encompasses the monitoring of environmental area, assembled product bioburden, and packaging solution. Any growth, if found from the assembled product and packaging solution are characterized and evaluated for potential resistance to the terminal sterilization process. Finished products are only released with acceptable bioburden results. Additionally, acceptable sterility testing result is a requirement for finished product release. Hence, the controls and microbial monitoring programs in place minimize the risk of microbial contamination. The device history record was also reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is unlikely that the infection originally came from the device and/or manufacturing valve process. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.